Manufacturer narrative:
(B)(4). An x-ray documenting the event was received.

Event description:
It was reported when attempting to replace with healing abutment, it would not thread. Doctor removed implant and placed bigger size implant, and that healing collar also would not thread. Doctor then used a competitor healing collar which was placed easily.

Manufacturer narrative:
The healing collar reported was not returned for inspection. Its condition could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an implant, and upon removal noted the implant internal drive feature was too badly damaged to try in a new healing collar. Alleged event was confirmed following inspection. The healing collar reported was not returned for inspection. Its condition could not be verified. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Changed to " no ". Changed device not returned to manufacturer.